Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she was involved in a car accident on (B)(6) 2015. Customer was hospitalized for high blood glucose and high blood pressure from (B)(6) 2015. Customer's blood glucose was unknown. Customer was wearing the device during time of hospitalization. Customer was advised the device will be replaced. Customer will not be returning the device for analysis.